Manufacturer narrative:
The MFR's service rep performed an on-site investigation and could not duplicate the reported problem. The power supply was adjusted and the tar ball file was downloaded. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system displayed power and charger error messages. No pt injury was reported.